Event description:
It was reported that the emphasys 3-hole cup got stuck on the emphasys offset cup inserter; it would not come loose.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the emphasys 3 hole cup got stuck on emphasys offset cup inserter. Would not come loose no matter what we did. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed both emsys ace imp curved and the mating component (emsys shl 3hole 56) disassembled. Additionally, in the distal portion of the device, the edges of the hex housing/surface were found deformed, condition that could have led to assembling/disassembling difficulties while using the ball hex driver to thread the cup. It is important to mention that the ball hex driver was not returned for evaluation and that the threaded surface had no visible damage. Deformation observed can be consistent by the user applying excessive force while trialing and/or over torquing the ball hex driver into the housing while engaging the device. As per the emphasys¿ acetabular solutions surgical technique (rev e and page 9), the following precautions need to be followed for a proper unthreading/disassembling of the cup: "if the trial shell is torqued onto the handle, unthreading may become difficult. To overcome the torque, rotate the entire curved handle, which will break the tension between the handle and the trial shell. Continue unthreading with the hex driver as usual". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not able to be performed since the ball hex driver was not returned for evaluation. However, based on the damage observed on the hex housing/surface, it is reasonable to confirm a difficulty on the assemblance and dissemblance of the devices, as the damage can lead to an improper torquing of the hex driver and subsequently to affect the threading/unthreading of the cup. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.